Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery) was confirmed. Upon investigation the charger/modem would not charge a battery. Upon evaluation, the charger exhibited a failure at pld component u1003 and pxa component u104 on ca board sn (B)(4). Root cause investigation including destructive testing is underway on devices exhibiting similar failures modes. Additionally, there was liquid contamination on the battery board and the u13 cmos-flash microcontroller on the bedside pca was internally shorted. The cause for the failure was isolated to the flash memory failure, the liquid contamination, and the shorted u13 component. The root cause of the liquid contamination was ingress of an unknown liquid. The root cause of the shorted u13 component was unable to be positively identified. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor returned charger/modem sn (B)(4) and reported that the charger/modem was unable to charge a battery.